Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the premature battery depletion was observed at pre-op. The patient had recurrent urinary urgency and was unresponsive to adjustments in settings. It was unknown if the symptoms were related to the premature battery depletion and the cause of the premature battery depletion was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v750604, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had her device replaced in (B)(6) of 2015. The rep was asked to assist because the battery depleted prematurely. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.